Event description:
It was reported that an anterior cervical pressure fixation surgery for c3-6 was performed on (B)(6) 2018. On (B)(6) 2018, post operative x-ray indicated that the screw came out of the plate. Since there are no subjective symptoms such as uncomfortable feeling in the patient, the patient is under observation.

Manufacturer narrative:
Method: risk assessment, x-rays. Results: the event was confirmed via provided x-rays. Visual, dimensional and functional analysis could not be performed as the device was not returned, it remains implanted. No lot # was provided, so a manufacturing record review could not be performed. Conclusion: the exact root cause of this event cannot be determined conclusively. The possible root causes may be: excessive axial/torsional force applied during screw insertion. Over angulation of screw during insertion. Screw driven too deep.

Event description:
It was reported that an anterior cervical pressure fixation surgery for c3-6 was performed on (B)(6) 2018. On (B)(6) 2018, post operative x-ray indicated that the screw came out of the plate. Since there are no subjective symptoms such as uncomfortable feeling in the patient, the patient is under observation.